Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer stated that he was hospitalized due to insulin pump's malfunctioning. Customer was emergency room. The customer reported that the insulin pump was showing 215 mg/dl blood glucose and then they two different meters that found he was at 600 mg/dl. Customer gave himself a bolus for the food and then all of a sudden it had stopped giving insulin. The customer was treated with insulin drip. Customer reported that he had stomach pain and also throwing up. The insulin pump will be and reservoir will not be returned for analysis.